Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to date. If additional information is received, or if the device is returned for analysis, a supplemental report will be submitted.

Event description:
Medtronic received information that during implant of this annuloplasty band in the mitral position, this band was explanted and replaced with a valve due to "significant leaflet folding when the band was attempted." No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.